Event description:
Pt had a neopicc placed via right basilic vein on eighth day of life for prolonged venous access. Line placed without difficulty. Good blood return and flushed without difficulty. X-ray confirmed placement in the brachiocephalic vein. Eight (8) days later PICC was discontinued due to infiltration into the right shoulder/neck area. Entire catheter was intact post removal.